Manufacturer narrative:
The specimen was collected in a bd, lithium heparin tube without gel and was sampled from the primary tube. Qc levels I and ii were within specifications in 2007. Qc level iii was within specifications on original date and out of specifications high on the next day, but recovered within range upon repeat. A system check performed on three days prior to original date, failed partially and passed within specifications upon repeat. System check conducted on the next day was within range. The customer was advised not to use the instrument until service was on-site. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and found an evidence of a spill or leak into the wash carousel. The fse changed dispense and aspirate probes, and then primed and found no leaks. The fse checked all associated tubing for leaks. The fse performed diagnostic and qc testing, and both passed within specifications. In a follow-up with the customer, the fse addressed air bubbles in a dispense probe tubing and decreased temperature of the instrument case. Hardware issue addressed by the fse may have contributed to this event. However, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. The initial accu tni result was 2.423 ng/ml. The result was not reported out of the lab. The original sample was re-tested for accu tni on a different instrument in the customer's lab and a result of 0.044 ng/ml was obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.